Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired due to sequelae of systolic heart failure. Additional information was request, however was not provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Right heart failure is listed in the heartmate 3 instructions for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Additional information was request, however was not provided. The manufacturer is closing the file on this event.